Manufacturer narrative:
Investigation evaluation: the device was received with the needle extended outside the sheath. The thumbscrew that goes on the locking ring on the handle that helps adjust the length of the needle was returned not attached to the device. The thumbscrew was then screwed back onto the locking ring. The handle was manipulated several times and the needle would not retract back into the sheath. The device was returned with four (4) gold fiducial markers still in the needle. When pushing the stylet wire in, the fiducials would not deploy as intended due to the needle being separated at the cannulated hub inside of the handle. The breakage was contained inside of the handle of the device. The handle of the device was disassembled and it was confirmed that the needle was separated from the inner cannula. A visual verification of the needle confirmed that there was adhesive present on the needle. There was a kink in the needle at eighteen (18) cm from the proximal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: needle must be retracted into sheath and thumbscrew on safety ring must be locked to hold needle in place prior to introduction, advancement or withdrawal of device. Failure to retract needle may result in damage to endoscope. The instructions for use state: slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials. The instructions for use state: attach device to accessory channel port. Failure to attach device prior to needle adjustment or extension may result in damage to endoscope. Attaching the needle to the endoscope will also aid in preserving the device integrity and function. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to advancement and/or retraction difficulties. Kinks or bends in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a fiducial placement procedure, the physician used a cook echotip ultra fiducial needle. The physician stated that the handle disconnected from the needle. The physician then used a second device; the device was used and the fiducial deployed on its own and could not puncture into the patient. The physician then used a different needle and technique by not using a pre-loaded needle. The device was received for evaluation on 02/03/2016. During an initial evaluation, the needle was noted to be separated from the inner cannula [needle breakage].